Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the single-use electrosurgical knife's blade became melted, and the same thing happened when the second blade was used. This occurred during a peroral endoscopic myotomy procedure. The procedure was completed with a back-up device. There was no report of patient harm. This report is capturing the second device.